Event description:
As reported by our european affiliate and the premier clinical trial, 25 months post implant of a 23mm sapien xt valve in the pulmonic position, the patient presented to her local hospital with fevers. Blood cultures were isolated in 3 bottles. The xt valve was explanted and a pulmonic valve replacement (pvr) was performed, resolving the event. The cause of the endocarditis was not determined.

Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprosthesis is remote. In this case, the patient was diagnosed with endocarditis 25 months post implant requiring the sapien xt valve to be explanted. However, the source of the infection and the interval between the pulmonic procedure where the sapien xt valve was implanted and the first occurrence of endocarditis cannot be confirmed. Despite multiple attempts, no further information has been obtained. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.